Event description:
Allegedly the plate broke.

Manufacturer narrative:
Device #2: investigation is not complete. There was no complaint stated against the component. Although several attempts have been made, no report has been received from the surgeon. This report will be updated when the investigation is complete. This is the same report as 1043534-2010-00054.